Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 7075872, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 7077752, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 28504935, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced electric shock in the stomach. As a result, the patient underwent a spinal cord stimulator (scs) system explant procedure. No further information could be obtained.